Manufacturer narrative:
Although requested, the device was not returned for evaluation. As a lot number for the device was not provided, the associated device history record was not reviewed. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be conclusively determined.

Event description:
A healthcare facility in norway reported that five (5) days after an uncomplicated cataract surgery in the left eye, the patient experienced toxic anterior segment syndrome (tass) and panuveitis. The inflammation was mainly located to the posterior segment. Patient prognosis is good and no further follow up is scheduled.